Event description:
It was reported that a balloon rupture occurred. The 90% target lesion was located in the moderately tortuous and mildly calcified atrioventricular branch. During the procedure, upon first inflation, it was noted that balloon ruptured near the tip at 6 atm for 3 seconds. The device was removed without any problem using the normal method. The procedure was completed with a different device; there were no patient complications.

Manufacturer narrative:
A4: weight: 72.5 kg.